Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device exhibited image shading in the bottom right. The issue occurred during set up / inspection for use. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: damage to the lens end, and traces of external impact were confirmed on the outer tube. A definitive root cause could not be identified. However, based on the results of the investigation, it is likely that the following factors led to the malfunction: the image shading observed in the bottom right corner was due to damage to the lens end, and the traces of external impact on the outer tube were likely caused by a component failure of the outer tube. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.